Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 600 mg/dl at the time of admission. The customer reported they were vomiting prior to being hospitalized. Customer was unable to confirm if their drive support cap was damaged. Customer also reported the cannula was bent on their infusion set. The customer's current blood glucose was 169 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.